Event description:
It was reported that prior to insertion of the ureteral stent, the surgeon opened the package and found that the stent was ruptured on one side. Therefore, the stent was not used, causing no impact on this patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted visual requirements state to 12" to 18 distance under normal room lighting, unless otherwise noted." When evaluating the sample, it could be seen that the sample had been removed from all packaging including the perforated bag. The suture and pigtail straighter were removed from the sample and not provided. The break that was reported looks similar to what is seen when the material is cut with a sharp object due to no stretching or discoloration of the material. Further evaluation shows the tubing from the suture port hole to end of the stent was separated. This is seen when the suture is forcefully pulled away from the stent. No other defects could be seen. Dimensional evaluation noted dimensional requirements state the od is to be 0.079" ± 0.002", tip ID to be 0.043" ± 0.002", guidewire to be 0.038" ± 0.001", and tube ID to be 0.50" + 0.002" -0.001." The sample passed all dimensional requirements. The od was measured 0.0793" using a laser micrometer. The tip ID was measured using a 0.043" pin gauge. A0.038" guidewire passed through the sample with no hesitation. The tube ID was measured using 0.050" pin gauge. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to insertion of the ureteral stent, the surgeon opened the package and found that the stent was ruptured on one side. Therefore, the stent was not used, causing no impact on this patient.